Event description:
It was reported that during preparation for a coronary stenting treatment procedure, the stent came off the balloon. While unpacking the 3.0x20mm liberte' bare metal stent from the pouch and tray, the balloon catheter was removed but the stent remained loose on the mandrel. The unit was not used. The procedure was completed with another liberte' stent. No patient complications occurred as there was no contact with the patient.

Manufacturer narrative:
.